Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt complained he is no longer receiving stimulation therapy from his scs system on the right side. A system diagnostics revealed one of the scs lead contacts has invalid impedance. X-rays were ordered. Additionally, the patient is pending a follow-up with a sjm rep for programming.